Event description:
The manufacturer received information alleging ventilator service required alarm occured. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's machine flow sensor, system board, blower assembly were replaced to address this issues. There was evidence of contamination.